Manufacturer narrative:
During a pci, after deployment of a cypher stent by direct stenting technique, decrease in blood flow was noted in a side branch. The side branch hypoperfusion was successfully treated with balloon angioplasty and timi iii flow was obtained. The patient did not suffer any symptoms. Additionally, one day post index procedure the patient was diagnosed with a nstemi by enzyme criteria. No treatment was provided. During the index procedure, pci was performed on a 75% de novo lesion in the proximal lad of 9mm in length in a 4.0mm vessel diameter. The (type a) lesion was not calcified. A 3.5x13mm cypher stent was deployed at 12 atm in the target site by direct stenting. The IFU notes that cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post-dilatation was performed with a 4.0x12mm balloon at unknown inflation pressure because the stent was not fully expanded. The patient's past medical history consists of angina, family history of coronary artery disease, stable angina pectoris ccs ii, hypertension and type ii diabetes mellitus. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase leading to post-procedural mi diagnosis. Pci of lesions located next to a coronary bifurcation almost inevitably causes plaque redistribution in the side branches causing hypoperfusion. Based on the information provided, there are possible patient, vessel factors and procedural factors (direct stenting technique) that may have contributed to the events reported.

Manufacturer narrative:
Concomitant devices ((B) (6) 2010): precise pro rx stent catalog number p10040xc, lot number 13423803.concomitant medications ((B) (6) 2010): aspirin and clopidogrel.concomitant medication ((B) (6) 2010): bivalrudin.concomitant medications ((B) (6) 2010): simvastin, aspirin, clopidogrel. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The email received for the (B) (4) study indicated that during the procedure there was decreased flow in side branch which was considered hypoperfusion. The patient had no symptoms at all. Ballooning was done with a 2.0 x 12 mm apexmr at 12 atm for 15 sec and the decreased flow resolved with timi iii flow after the ballooning. One day post index procedure, the patient suffered a nstemi by enzyme criteria. No treatment was provided. Pci was performed on a 75% de novo lesion in the proximal lad of 9mm in length in a 4.0mm vessel diameter. The (type a) lesion was not calcified. A 3.5x13mm cypher stent was deployed at 12 atm in the target site by direct stenting. Post-dilatation was performed with a 4.0x12mm balloon at unknown inflation pressure because the stent was not fully expanded.